Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the sterilizer and found the heat exchanger had a hole in it. The hole was located at the connection between the heat exchanger and stand-off piping. The technician observed the heat exchanger was rusted and attributed the rust to the age of the component and potential vibration from the stand-off piping; creating the hole over time. The technician replaced the heat exchanger and related parts, tested and confirmed the unit was operating to specification and returned the unit to service. The unit was installed in july of 1999 and is currently under a steris service contract. The last pm was completed on march 15, 2013 at which time the unit was tested and confirmed to be operating to specification.

Event description:
The user facility reported their sterilizer was leaking water onto the floor. The leak was reported to be approximately one gallon of water. No injuries or procedural delays/cancellations were reported.